Event description:
It was reported that the patient had their neurostimulator explanted because his "pain got worse" and "was no longer covering his painful areas." He felt that his physician had tired very hard to the device/stimulation to work for him. He felt that he was paralyzed because of his explanted device. Additional information was requested.

Manufacturer narrative:
(B)(4).